Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. Evaluation was unable to reproduce a system error 110. The device was found out of specification in relation to the reported system error 110 alarms which were verified through a review of the event history log and found to be caused by an intermittently seizing motor. The motor assembly was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 110 alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.